Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-70, serial / lot #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-4316, serial / lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital and underwent an explant procedure because his pocket incision was opened and was infected. Patient's symptoms of infection included drainage and redness. Antibiotics was prescribed. The physician was not sure whether the infection was device or procedure related.